Event description:
Alleged the head section gas spring is leaking.

Manufacturer narrative:
The technician investigated and found the head section was drifting down. He indicated that the head section was very difficult to raise, and when in the full upright position would drift down ten inches. The technician replaced the head section gas spring to repair the bed.